Manufacturer narrative:
The device has been received for evaluation; however the device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that screen on quick bolus button stopped working. The device will turn on when plugged in to a power source. No impact to the customer's blood glucose level.